Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient exhibited twiddlers syndrome. Chest x-ray and fluoroscopy revealed that the atrial lead was dislodged. During the lead revision procedure, the lead exhibited low impedance after exposure to electrocautery. The lead was explanted and replaced. There were no complications to the patient.